Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015; the device does not receive readings while the patient is at school. However, as soon as the child leaves school the readings return. No additional event or patient information is available.